Event description:
Pump exchange occurred on (B)(6) 2017. Additional information: it was reported that the patient expired on (B)(6) 2017 due to multiple system organ failure. It was reported that the patient was very sick. The heartmate 3 was operating as expected and did not contribute to the patient¿s death.

Manufacturer narrative:
A direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) level and renal dysfunction could not be determined through this evaluation. The submitted system controller log file contained data from (B)(6) 2017 and confirmed that beginning on (B)(6) 2017, pump power and estimated flow values appeared to be consistently reduced as compared to earlier log file data. A specific cause for the captured parameter changes could not be determined through this evaluation. The pump speed remained above the low speed limit for the duration of the log file. Renal failure and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 5 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with a three day history of lower than baseline pump flow estimation, higher than baseline pulsatility index, and lactate dehydrogenase (ldh) of 1639 u/l. The inr was 3.2. Intermittent shortness of breath and more frequent use of diuretics were reported. The patient¿s urine was clear. Log file analysis completed by the manufacturer¿s technical services representative revealed low flow events on (B)(6) 2017. The pump power and flow estimation appeared to begin to trend downward, with pulsatility index trending upward on (B)(6) 2017. It was reported that the patient continued to have worsening renal function with ldh greater than 1500 u/l. On (B)(6) 2017, the patient was taken to the operating room and placed on venoarterial (va) extracorporeal membrane oxygenation (ECMO), and lvad support was discontinued. The patient was intubated and sedated on va ECMO, on vasoactive agents, and continuous dialysis. It was reported that a new lvad was placed on (B)(6) 2017. No additional information was provided.